Event description:
It was reported that the right atrial automatic threshold (raat) feature of this implantable cardioverter defibrillator (crt-d) was not successful due to low evoke response. Additionally, high pacing thresholds, low amplitude and loss of capture were observed on the right atrial channel. Further evaluation of the lead was discussed. This device remains in service. No further adverse patient effects were reported.